Manufacturer narrative:
Information on case management was provided to the customer, and follow-up was identified as needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that images were deleted after sending due to low disk space on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.